Manufacturer narrative:
(B)(4). It was reported that during an afib - paroxysmal procedure when the catheter was connected to the carto system, extreme interference on all the body surface ECG's and intracardiac (ic) signals on both the ge recording system and carto 3 system occurred, as well as display of error 8 (pacing routing is disabled). Changing all connection cables to the catheter and stockert generator did not resolve the issue. The system was not returned for evaluation; however, troubleshooting recommended by phone to the customer was performed. By changing the smart touch catheter to a navistar sf catheter and after reboot the piu the issue was solved. In addition bs ECG was replaced. After this no issues were observed in the system. The DHR associated with carto 3 # 12303 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Event description:
It was reported that during an afib - paroxysmal procedure error 8 was encountered. Upon further follow-up, on (B)(6) 2012, it was stated that immediately when the catheter was connected to the carto system, extreme interference on all the body surface ECG's and intracardiac (ic) signals on both the ge recording system and carto 3 system occurred, as well as display of error 8 (pacing routing is disabled). The system (piu) was rebooted which seemed to help initially but then it was then noted that there was no impedance reading seen on the stockert generator and the temperature was only showing as 5 degrees. Changing all connection cables to the catheter and stockert generator did not resolve the issue. Exchanging the catheter to a navistar thermocool sf catheter and rebooting the piu resolved the issue. The customer was then able to proceed with the procedure. There was no patient injury reported. The body signal and intracardiac signals simultaneous disappearance marked the alert date of this event which was (B)(6) 2012.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: smart touch bidirectional catheter (device not marketed in USA): model #: d-1327-05-s, lot #.: 15642025m. C3 nav variable lasso catheter (device was discarded by the customer/ not returned for investigation): model #: d-1290-02-s, lot #.: unknown. C3 external reference patch catheter (device not returned for investigation): model #: d-1283-02, lot #.: unknown. Preface sheath (device not returned for investigation): model #: 301803m, lot #.: unknown. C3 interface cable (device not returned for investigation): model #: d-1286-03-s, lot #.: unknown. (B)(4).